Event description:
Caller reported a cgm error 42, indicating an issue with their glucose monitoring system. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a pump reset, and after completing the reset, the caller no longer experienced the cgm error. The sensor session started successfully.